Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was experiencing p-wave oversensing on his newly implanted transvenous implantable cardioverter defibrillator (ICD) system. Tachycardia therapies were temporarily programmed off ten days post implant. Three weeks after initial implant, this right ventricular (rv) lead was surgically revised. No adverse patient effects were reported. The rv lead and ICD remain in service.